Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient developed a large thrombus, which adhered to the patch, after a vascu-guard vascular patch was used during a carotid endarterectomy. The indication for carotid endarterectomy was not reported. During the procedure, the vascu-guard peripheral vascular patch was placed on the field and soaked in normal saline for approximately forty five minutes. The reporter stated, the patch appeared to be "rough" on each side. The less of the rough sides was placed on the inside of the vessel, toward the blood flow. Upon completion, duplex, a large thrombus (size not further specified) appeared on the patch wall (location not further specified). As a result, the carotid artery was reopened and clamped to remove the thrombus which was adhered to the patch and the issue was reported to be resolved. No further information was provided regarding the patient's outcome from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.